Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to the customer. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.